Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, inratio: 5.1, lab: 3.5 (tests done minutes apart). Date: (B)(6) 2011, inratio: 4.8, lab: 3.7 (tests done within 30 minutes). Pt self tester reports that her doctor doesn't want her inr over 4.0.